Event description:
It was reported that the left ventricular (lv) lead was attempted but not used due to placement difficult, that the physician "couldn't get it in the target vessel." An alternative lead was placed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).